Event description:
While performing an unrelated procedure in 2007, the physician checked a previously implanted pedicle screw construct and found two loose locking nuts in the construct. The physician replaced these two locking nuts.

Manufacturer narrative:
Internal investigation suspects the cause of the reported loosening of the locking nut as improper technique/engagement of the rod and locking nut during implant of the device. No complications or adverse effects from the device were reported. The loose locking nuts were detected and replaced during an unrelated procedure.